Manufacturer narrative:
Results: (deformation problem), (patients condition affected effectiveness of device)- tortuous vessel with 90% stenosis, (modification of device) - physician made own holes in guide catheter, (inherent risk of procedure) - dislodgement. Conclusions: (device failure/lack of failure of effectiveness related to patient condition/lesion morphology) - tortuous vessel with 90% stenosis, (operational context caused or contributed to event) - physician made own holes in guide catheter, (inherent risk of procedure) - dislodgement and failure to deliver the stent. (B)(4).

Event description:
Physician attempted to deploy a 2.50 x12 mm integrity rx stent in a tortuous lesion with 90% stenosis in the lad. The device was inspected before use and no damage was evident during inspection. The lesion was pre-dilated. It was reported that the physician had made two holes in the guide catheter prior to use. It was reported that it is possible that stent struts may have been deformed or raised as the stent was advanced in the catheter due to the holes; however, this cannot be confirmed. Resistance was noted when advancing the device to the target lesion and the device was unable to cross. The device was then removed from the body; however. It was reported that during device removal, the stent dislodged in vitro; possibly in the guide catheter or co-pilot. It was reported that the physician used another integrity stent to treat the lesion. No patient complication was reported. Evaluation summary: the delivery system, haemostatic valve and guide catheter were returned to medtronic for evaluation. The stent was not present on the balloon. Crimp impressions were visible along the working length of the balloon. The guide catheter had been cut 3.3cm and 5.3cm proximal to the tip. The catheter had two puncture sites 3.5cm proximal to the tip. A 0.036¿ patency mandrel was passed through the guide catheter and haemostatic valve; the stent was not present inside the catheter or valve.